Event description:
It was reported that during a routine follow up, it was found that this patient right atrial (ra) lead was not capturing. A surgically intervention was scheduled to revise the lead; during this procedure, it was confirmed through fluoroscopy that the ra lead was dislodged. During this procedure, the physician also noted that the right ventricular (rv) lead exhibited high pacing thresholds measurements and low amplitude; therefore, both leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned right atrial (ra) lead was analyzed for indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that during a routine follow up, it was found that this patient right atrial (ra) lead was not capturing. A surgically intervention was scheduled to revise the lead; during this procedure, it was confirmed through fluoroscopy that the ra lead was dislodged. During this procedure, the physician also noted that the right ventricular (rv) lead exhibited high pacing thresholds measurements and low amplitude; therefore, both leads were explanted and replaced. No additional adverse patient effects were reported.